Event description:
It was reported that the anesthesia workstation failed the leakage check out due to a leakage in the additional fresh gas outlet valve (afgo). There was no pt connected to the anesthesia workstation at the time of the event. (B)(4). Ref # MFR 8010042-2013-00198.